Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 12/26/2018 and placed into service on 9/5/2019 with battery pack serial number (B)(6). On 12/02/23 the AED began flashing its red asi and chirping based on the results from an automated self-test which identified the battery pack as being low. The AED continued to flash its red asi and chirp until 3/01/24 when a series of replacement battery packs were inserted. The IFU states: "improper maintenance can cause the ddu-100 series AED not to function. Maintain the ddu-100 series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart." The available information does not indicate that the device did not perform as intended or meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that in (B)(6) 2023 the AED was giving a low battery warning during the weekly maintenance check, the asi was flashing red and chirpping. On (B)(6) 2024 the AED will not power on as the battery was depleted. On (B)(6) a new batterfy pack was installed and the service code warning was cleared; the depleted battery pack was removed from service. This event did not occur during patient use.